Event description:
It was reported that after a percutaneous transluminal angioplasty of the superficial femoral artery, arteriotomy closure of the moderately calcified common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The customer reported the common femoral artery was moderately calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a needle-to-cuff miss.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned proglide device revealed that the anterior and posterior needles were captured and remained attached to their respective cuffs. This finding indicates a needle-to-cuff miss had not occurred; however, the analysis indicated that the link detached at the swage-end of the posterior cuff, which has the same result and appearance to the operator. The condition of the device indicates that the link detached during needle plunger removal. The link remained attached to the swage-end of the anterior cuff. The suture was pulled from the device without any unusual resistance and the foot and lever operated normally. The cause of the link detaching from the swage-end of the posterior cuff in this case could not be conclusively determined. The link detaching from the swage-end of the posterior cuff will result in a failure to retrieve the suture during needle plunger removal and have same result and appearance as the reported needle-to-cuff miss. Because the device was received with the anterior and posterior needles attached to their respective cuffs the report of a needle-to-cuff miss could not be confirmed. The report of the closure site being mildly calcified, the guidance in the instructions for use (IFU), under special patient populations states that the safety and effectiveness of the proglide smc device has not been established, in patients with femoral artery calcium, which is fluoroscopically visible at access site. The IFU indicate that the anatomical condition of the patient may have contributed to the reported needle- to-cuff miss. Based on the analysis, inspection criteria, and the reported information, the link detachment and subsequent failure to achieve hemostasis appears to be related to the operational influences during use. A search of the a lot history record search performed for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint database indicated there have been no previous incidents reported for a needle-to-cuff miss for this lot. All proglide devices, to include the device link assemblies, are inspected during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.